Manufacturer narrative:
The pump was received with currents within specification and no blank display was noted. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. No moisture damage was noted on the electronic assembly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank after the device was exposed to water. Customer reported water under the display. Blood glucose level at the time of the incident was 187 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.